Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
T was reported that the customer's insulin pump was continually alarming no delivery. The customer's blood glucose was 406 mg/dl and she was treated with injection. During troubleshooting, insulin did exit and the insulin pump alarmed no delivery while performing a fixed prime. The customer was advised to disconnect and reconnect the infusion set and reservoir at the tubing connector. Insulin exited the insulin pump during the manual prime and it was advised the pump was working as designed. The alarm was explained to have been caused by a set or reservoir occlusion. Nothing further reported.